Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device in question. Further testing confirmed the "door not fully latched alarm," caused by the upper door hook being out of specification. The device was re-worked to be within specification.

Event description:
During baxters device eval, the device displayed a "door not fully latched" message. There was no pt involvement.